Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient received twenty-seven inappropriate shocks from the device due to atrial fibrillation/atrial flutter with rapid ventricular rate that started on (B)(6) 2018 at 2:36pm to (B)(6) 2018 5:36 pm. The device was reprogrammed to avoid any future inappropriate shocks. It is unknown if the patient suffered any further adverse consequences due to the inappropriate shocks. Patient was stable otherwise.